Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that while the patient was receiving a blood transfusion the patient noted blood leaking. The nurse observed blood leaking where the line connects to the filter and above the drip chamber. There was no patient harm.

Manufacturer narrative:
The customer¿s complaint of a tubing leak was confirmed. Visual inspection observed that the pvc tubing is completely separated from the drip chamber blood filter top cap inlet port. Visual inspection under magnification noted that both sides of the pvc tubing had insufficient solvent applied at the engagement during manufacturing process. There were no other anomalies observed with the returned set during initial inspection. Functional testing was not performed as the customer's report was confirmed upon visual inspection. Dimensional evaluation determined the tubing to be within specification. The root cause of the leak/separation was a combination of factors related to insufficient solvent and improper assembly due to equipment and/or operator error.

Event description:
The customer reported that while the patient was receiving a blood transfusion the patient noted blood leaking. The nurse observed blood leaking where the line connects to the filter and above the drip chamber. There was no patient harm or injury as a result of this event.